Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery alarm due to blank display anomaly. The currents are within specifications. The insulin pump has minor scratched lcd window and cracked case near the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call that customer a blank screen display after dropping insulin pump while trying to fill reservoir. Customer's blood glucose was 397 mg/dl. During troubleshooting, it was found that insulin pump showed no signs of physical damage, insulin pump was not exposed to moisture; contacts on battery cap were not missing; battery compartment was not damaged or corroded. After troubleshooting, display screen did not return. Customer was advised that insulin pump would need to be replaced.